Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and was found to have a broken main tube approximately 47mm from the distal tip. A piece measuring approximately 9.8mm x 8.33mm was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Broken grip and pitch cables were the affected adjacent components. The grip and pitch cables were broken at the proximal clevis hole. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument was also found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps had limited motion where the joint remained rotated and blocked without the possibility of removing it through the trocar. This meant it was necessary to cut the tip to free it from the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.